Event description:
During a pacemaker exchange, the physician was not able to read the serial numbers of the subject lead and the of (B)(4) (refer to MDR 100165971-2010-00620), because the lettering had faded while implanted. Utilizing a psa, the physician was able to identify the associated heart chamber of each lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedical (dated oct 29 2009), sorin is filing this MDR at this time. Conclusion: all evidence indicates that the fading of the lettering resulted from inadequate material specs of the is-1 connector stickers. The material specs of the stickers had been improved in 2004 in order to prevent such unexpected behavior.